Manufacturer narrative:
The reported event of failure to advance stylet was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing was normal. A stylet was able to be fully inserted and removed from the inner coil with no obstruction/restriction.

Event description:
It was reported that the patient presented for a dual-chamber pacemaker implant procedure. During the procedure, while attempting to implant the right ventricular lead the stylet failed to advance through the lead. The lead was not used, and a new lead was implanted. The patient condition was stable.